Event description:
End user's spouse states that front riggings are not working for the end user. Spouse states he has no control over his body, and his leg slipped under the plate and could not get out.